Event description:
The customer alleged they received a questionable free triiodothyronine (ft3) result for one patient on their e411 analyzer. Both tests were run from the primary tube. The patient's initial ft3 result was 33.09 pmol/l accompanied by a data flag and it was not reported outside the laboratory. The repeat result was 3.82 pmol/l and it was reported outside the laboratory. There were no adverse events. The ft3 reagent lot number was 171225 and the expiration date was not provided.

Manufacturer narrative:
A definitive root cause could not be determined. The field service representative found the measuring cell was damaged from dirt. He replaced the measuring cell and the system has been working well since.

Manufacturer narrative:
This event occured in (B)(6).